Manufacturer narrative:
The device was received at the manufacturer for preventative maintenance and repair. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause of the problem was what appeared to be mineral deposits inside the attachment. The device will be either repaired or replaced and returned to the customer.

Event description:
The device was returned to the manufacturer for preventative maintenance and repair. During the repair, it was reported that the handpiece overheated during testing. There was no adverse consequences associated with this event.